Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview 7xs, a string-like piece from the black heat shrink tubing covering the shaft of the scissors detached from the device and fell into the patient. The piece was removed using forceps. A replacement device was used to complete the procedure.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the cannula and tool were received at the factory for evaluation. They showed signs of clinical usage; there was no evidence of blood. A visual inspection determined that the heat shrink tubing was slightly lifted, but remained securely attached to the shaft of the device. The cannula was opened to determine the source of the white particle. Upon inspection of the cannula adaptor, the trough was removed and inspected under a microscope. Inspection determined that there were scrape marks on the surface; this finding is consistent with the insertion of the scissors into the tool cavity. The scissors scraped a hairline piece of plastic off of the device that was then pushed through the cannula. Based upon the evaluation results, the reported complaint was confirmed for "string like particle detached from the device." (B)(4).